Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock for a rate dependent morphology change. A treadmill test was performed in clinic. Technical services (ts) and boston scientific field representative discussed programming options as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.